Event description:
It was reported that the pt received a zimmer mmc cup 52 mm/44 mm (B)(4) on (B)(6) 2011 and was revised on (B)(6) 2012 due to high cobalt levels and a squawking osseointegration.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).